Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a pump alarm on (B)(6) 2010. Upon interrogation, the physician received a "pump memory error" and the n'vision froze or locked up. The physician identified that the pump had stopped. The pump could not be restarted. The pt suffered severe withdrawal and also, later, contracted pneumonia. The pt was hospitalized over the weekend, as a replacement device was not available. The pump was explanted and a replacement implanted. It was stated that the pt "suffered adverse effects but survived." When the explanted pump was interrogated several days later, it came out of the stopped mode and appeared to function correctly. It was requested that the pump be analyzed to determine if the pump had actually stopped, if the battery had died, or if there was simply a malfunction. It was possible, later, to obtain data from the explanted pump (upon interrogation) and display it on the screen. But, it was not possible to save or print the data obtained. The medication used in the pt's pump was noted as lioresal. No info was provided regarding the concentration or dosage of the medication used in the pt's pump. No further details were provided at the time of this report. A f/u report will be filed if additional info becomes available.